Manufacturer narrative:
A ge service representative performed an on site investigation. Both the monitors were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system left monitor was dark. No pt injury was reported.